Event description:
It was reported that the device delivered inappropriate shock. The patient felt discomfort from the shocks. Review of the session record noted episodes of supraventricular tachycardia (svt) but was misdiagnosed as ventricular tachycardia (vt). Programming changes were made, and no alerts have been seen since. The patient was in stable condition after the in-clinic check.